Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 37-year-old female patient. There was no additional patient information available. Return product is not available for investigation. Date, on, tested, result, heparin,time; (B)(6) 2025, 08:35, 148, (B)(6) 2025, 39,000 09:37, (B)(6) 2025, 09:52, 409, (B)(6) 2025, 10,000 09:53, (B)(6) 2025, 10:10, 460, (B)(6) 2025, 5,000 10:14, (B)(6) 2025, 10:26, 460, (B)(6) 2025, 15,000 10:27, (B)(6) 2025, 10:45, 527, (B)(6) 2025, 15,000 10:55, (B)(6) 2025 , 11:14, 496, (B)(6) 2025, 10,000 11:16. (B)(6) 2025, 11:50 , 901, (B)(6) 2025, 12:03, 148, at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-apr-2026. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.